Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy thoracic surgical procedure, the user encountered unanticipated vertical movement of the universal surgical manipulator (usm)4 when moving it upward. Meanwhile, the master tool manipulator (mtm) also moved up and down concurrently. The usm4 vibrated up and down while grasping tissue and moved to the upper left. The user received phone assistance from the technical support engineer (tse). The tse checked the error log but could not find any related errors. The user removed the instrument and reseated the adapter, but the issue persisted. A field service engineer (fse) was dispatched to further investigate the reported issue. The procedure was continued using the same system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the surgeon did not disable the arm and completed the procedure robotically with all four arms. The issue occurred when the surgeon's head was inside the surgeon console¿s high resolution stereo viewer (hrsv). No shakiness or friction was observed. The issue was persistent during the procedure. However, the surgeon continued with the case to avoid potential surgical complications. The issue occurred when the surgeon attempted to lift the mtm upwards when arm 4 was at the top of the screen. There was no patient injury. There is no report of post-surgical complications, and the patient has not returned to the hospital. No instrument-to-instrument or system arm-to-arm interference was observed. No external collisions between the system arm and external equipment were observed. The instrument was inspected before use, and no errors were detected. The reporter confirmed that the issue occurred from approximately 13:50 to 14:00.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. As of the date of this report, the failure analysis investigation has not yet been completed. A follow-up MDR will be submitted when the failure analysis is completed or if additional information is received.

Manufacturer narrative:
The universal surgical manipulator (usm) was tested on an in-house system in normal mode where it confirmed and replicated vibration on the pitch. The usm was tested on a pftp where it failed pitch friction very slow.

Event description:
Refer to h10/h11 for follow-up information.